Event description:
It was reported that during stenting treatment procedure, stent damage occurred. The 80% stenosed lesion being treated was located in the severely calcified, moderately tortuous left anterior descending artery. The physician deployed a promus element plus stent in the target lesion. Then, upon advancing an unspecified stent, the proximal edge of the promus element plus stent became damaged. The procedure was completed by the physician postdilating the proximal edge of the promus element plus stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).